Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation: uterus"), device dislocation ("malposition of essure device") and pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Medical conditions: *no constipation, black stools, hematemesis, difficulty with urination or pain with urination. No urinary frequency, chest pain, difficulty breathing or cough. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included acute cholecystitis, abdominal pain, nausea, vomiting, diarrhea and ectopic pregnancy. Concomitant products included cetirizine hydrochloride (zyrtec). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),), surgery (salpingectomy (one side removal of fallopian tube),) and surgery (to remove the essure.). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine perforation to be related to essure. The reporter commented: small mid position uterus with an essure device protruding through the fundus of the uterus near the origin of the right fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events malposition of essure device, perforation uterus were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.